Event description:
It was reported the lead threshold continues to rise on the patient's epicardial leads and also the atrial lead. The leads remain in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The right ventricular (rv) epicardial lead was later capped but not replaced due to the high thresholds. A previously implanted transvenous lead continues to provide ventricular pacing.